Event description:
The customer contact reported an e321 alarm code. The device was returned to the biomedical department with an unsigned note that stated, ¿malfunction.¿ no tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. During testing, an e321 (batt charger timeout) alarm code was noted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add¿l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility on (B)(4) 2013. During testing, the device passed testing. A e321 (batt charger timeout) alarm code was noted in the device history but was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel. See scanned pages.